Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had an external interference event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information obtained. This event occurred outside the us. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database.

Event description:
Additional information received indicated the patient received inappropriate shocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.